Manufacturer narrative:
Device has not been returned for identification and analysis. No review of manufacturing records can be performed since lot number is unknown. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2026 due to rotator cuff failure. Previous surgery is unknown, as well as complete product information of original shoulder prosthesis. During revision the surgeon removed the pre-existing tt hybrid cem. Glenoid small (pn: 1379.59.110) as well as all other components and converted the prosthesis to a reverse configuration implanting the following: finned stem short dia17mm (pn: 1304.15.017), humeral body reverse (pn: 1352.15.010), extension for humeral reverse body (pn: 1352.15.001), reverse liner standard (pn: 1360.50.810), tt hybrid reverse baseplate small (pn: 1379.15.160), glenosphere dia 36mm (pn: 1374.09.111). Surgery was completed as intended. Patient is male, date of birth on (B)(6) 1962. The event occurred in the united states.